Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 270 mg/dl and had symptoms of feeling sick and vomiting. The customer stated that she uses an mmt-397 infusion set and that her last infusion set change was two days before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime. Nothing further was reported.